Event description:
It was reported (via FDA medwatch mw5109155 that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including leg and feet pain, fibromyalgia, chronic fatigue, raynaud¿s syndrome, weight gain, joint pain, slow healing after surgery, fatty liver disease, sleep issues, low libido, reflux, tinnitus, sinus problems, arthritis, hysterectomy due to bleeding, loss of sense of smell, ibs, muscle pain, neck pain, unexplained fevers, yeast infections (candida) under the breasts, hot sensation in chest area, breast pain, inflammation, shortness of breath, limb numbness, difficulty swallowing, hair loss, metallic taste, sinus phlegm, numb toes, jaw clinching, frequent urination, pain in right ankle, neuropathy, and restless leg syndrome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2009. The symptoms remained after patient was implanted with replacement devices. Refer to manufacturer report number (B)(4) for reports on the devices implanted on (B)(6) 2009. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-10230 for the report for the patient¿s contralateral device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).